Event description:
It was reported that the patient developed an infection. The patient underwent an ipg explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.